Event description:
Pt reported he has been experiencing a leaky infusion set over and under the self adhesive for one year. Pt stated his blood glucose levels became elevated up to 300 mg/dl. Pt's normal blood glucose range was not provided. Pt reported he took correction via the infusion device and was able to get his blood glucose under control by himself. Pt stated the infusion set occluded during priming on (B)(6) 2011. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.